Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 814:04. The root cause was determined to be a faulty air in line printed circuit board. The air in line printed circuit board was replaced to repair the reported condition. This device is a remediated colleague pump with a user interface module software version of 6.13.92. A follow up report will be submitted if additional information becomes available.

Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during cycle 3. The patient's largest prescribed fill volume (lpfv) was 2000 ml and the drain volume was 3277 ml, which met iipv criteria. No patient injury or medical intervention was reported. Product surveillance contacted the nurse to notify the nurse of the incident of iipv that was found during the device evaluation. The nurse stated that the home patient (hp) is doing fine and continuing therapy.

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal misfired. After a f/u conversation, it was reported that most likely there was an error in seal loading. A replacement unit was used to complete the procedure. There were no pt effects. The product is returning.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 814:04 during patient therpay. No patient injury or medical intervention was reported. The software version of this device is currently unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.